Event description:
The rptr states that the lancet protrudes past the cap of the accu-chek multiclix lancet device after firing. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.

Manufacturer narrative:
Upon ci eval, it was discovered that the accu-chek multiclix lancet device is pulled apart at the seam above the release button. No testing performed based on mishandled device.